Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise leading to inappropriate automatic mode switch (ams). The patient was asymptomatic. The ra lead was successfully reprogrammed. The patient was stable throughout procedure.